Event description:
During a laparoscopic cholecystectomy the ER 320 misfired on every other firing. The clips did not form correctly. The case was completed with the same clip applier. The ms512 tore during the case. There was no consequence to the pt. 12/16/96 the clips were removed laparoscopically.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what have caused the reported incident. The instrument cycled, fed, and formed the remaining clips as designed. There were no anomalies noted with the firing of the instrument or the formation of the remaining clips. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.